Manufacturer narrative:
The reported patient effect of pain or lack of pain relief is listed in the device instructions for use (IFU) and procedural technique guide as known possible adverse effects associated with use of the kiva system. Product was discarded by the hospital post-procedure as there was no device issue. A review of the lot history record confirmed no manufacturing nonconformities issued to the reported lot that would have caused or contributed to this event. Review of the available intra-op images were not specific enough to reveal cement extravasation during the procedure. The reported cement extravasation into the spinal canal was confirmed based on one-week follow up images provided. Based on the information reviewed, and without the device to evaluate, no device malfunction could be confirmed and a cause for the reported cement extravasation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. No additional information was provided.

Event description:
It was reported that the patient underwent the initial kiva procedure uneventfully. One week post-op follow up images showed cement extravasation into the spinal canal. The patient experienced some residue pain and was sent to therapy. The physician plans to perform foraminal block if the symptoms persist. There has been no new information received.